Event description:
Same case as MDR ID# 2134265-2015-00748. It was reported that stent damage occurred. A 4.00 x 32 synergy¿ stent was selected for use to treat the target lesion. When the protector was removed, the physician noted that the stent was extended. The device was exchanged with another 4.00 x 38 synergy¿ stent. The device did not pas the curve of the guidezilla catheter and the stent was bent. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was fine. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
(B)(6). Age at time of event: 18 years or older. Device is a combination product. (B)(4). The stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found stent struts on the distal portion of the crimped stent were distorted, damaged & stretched distally out over the distal markerband. This type of damage is consistent with the stent encountering resistance while advancing & subsequent withdrawal. The bumper tip of the device showed signs of damage to the distal edge of the tip. This type of damage is consistent with resistance being encountered on advancement of the stent delivery catheter. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no issues with the hypotube shaft profile. There is no evidence of any kinks or breaks along its length. A visual and tactile examination found no issues with the profile. There is no evidence of any kinks, damage or breaks along its length. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).